Event description:
It was further reported the device was explanted on (B)(6) 2013. Information pertaining to device analysis was reported in manufacturer report #3004209178-2013-21161.

Event description:
It was reported that a patient's lead had migrated or moved so it was revised. No further information about this event was reported.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).